Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theatre during using with the fan opposite to the patient at an estimated distance between the surgery field and the device of about 2 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the water quality monitoring is applied according to the IFU only if the strips are available at the hospital. When the strips are not available the monitoring of the water quality is not performed. As per chapter 6.4.2 "monitoring and adjusting the hydrogen peroxide concentration" of cp_IFU_16-xx-xx, the hydrogen peroxide (h2o2) concentration must be checked every day before the heater-cooler is used. If the heater-cooler is not used and is not monitored daily for hydrogen peroxide concentration, the water tanks have to be drained.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report has been provided. There is no known patient involvement.